Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter.

Event description:
On 2016-05-09, information was received from a patient via a manufacturer representative (rep) regarding the explant of their pump used to deliver an unknown drug for an unknown indication for use. On an unknown date in 2013, the patient's pump was explanted due to an infection. The pump was implanted earlier in the year on (B)(6) 2013. No further information could be obtained.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.